Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified the battery pack was busted open and there was debris from the battery expulsion inside the sealed sterile packaging the event is confirmed. Device is used for treatment. A definitive root cause cannot be determined.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the pulsavac appeared that the battery had exploded. It is housed in sterile packaging inside the circulator bag, so nothing else was affected. No adverse events have been reported as a result of this malfunction.